Event description:
It was reported that on (B)(6) 2008, the patient underwent an acfd at c4-5 and a corpectomy at c5 using rhbmp-2/acs in combination with a peek corpectomy device. Post-op, the patient developed swelling, edema about the throat, dysphonia, dysphagia, difficulty breathing and required a prolonged hospital stay in ICU. The patient complained of worsening post-operative pain to right hand. Post-operative radiographs indicated severe compression of cervical region and formation of several bony osteophytes that were not present on pre-operative radiographs. The patient underwent c5, c6, and t1 laminectomy in combination with autograft and dbx putty in 2008. Complications continued post-operatively with worsening pain and loss of function of right hand. 2008 CT demonstrates severe bony osteophyte formation at c4, c6, and t2-3 compressing spinal cord at right side. In 2009, the patient underwent a third revision surgery, a c5, c6, c7, t1, t2, and t3 laminectomy with instrumentation and autograft with dbx putty. Patient underwent a fourth revision surgery to remove instrumentation. No further information as provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.